Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/5/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, discomfort with walking, standing and sitting and limited daily activities because of cane use with walking. Stem is reported on (B)(4). An unknown asr taper sleeve is being added to complaint for pain.the complaint was updated on: jan 28, 2016.

Event description:
On (B)(6) 2014 - pfs and medical records received. This complaint is legal. Patient was revised on (B)(6) 2012 for pain, loose cup, cyst, and significant wear present in the acetabulum. All implants were revised to pinnacle, except stem which wasn't revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.